Event description:
During training by a zoll medical sales representative, the device displayed a "pacer fault 117", "pacer disabled" and "defib disabled" message. There was not patient involvement in the reported malfunction.